Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The momentary squeeze (ms) pump kink resistant tubing (krt) was worn to the filament. The ms pump passed the leakage testing. The ms pump did not pass the activation testing. Both cylinders had wear at a fold in the proximal end and middle of the cylinder. Both cylinders passed the leakage testing. The flat reservoir had wear at a fold in the shell. The flat reservoir passed the leakage testing.

Event description:
It was reported the pump of this inflatable penile prosthesis (ipp) was reverse pumping. The patient was not able to properly activate implant. The existing device was explanted and replaced. There were no patient complications reported.